Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 3rd related complaint reported with the defect/condition of needle retraction failure with lot 5118145 regarding item 381044. Device history review was completed. No related quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. Several times this week we experienced difficulties removing the needle during retraction. In one case the patient had to be re-punctured. Actions taken for the patient in relation to the device: change and new dm used, loss of time, financial cost. Clinical consequences and current state of the patient or person involved: nothing to report. 15 may 2026 additional information: no further information unfortunately. Here is the feedback from the fei: on several occasions, difficulties in removing the canula during retraction. One patient even had to be re-inserted. No visible damage to the catheter was observed.